Manufacturer narrative:
(B)(4). It was reported that there were multiple occurrences (no exact number specified) with different staff members and in other units. The staff were trying to draw blood samples and to transduce cvp lines. It was reported that the staff feel that they are using the device correctly because the staff are saying that some of the time they are able to use the device in this way. Baxter marketing, sales, and medical affairs were consulted to research the use of the one-link set with a cvp transducer. Baxter has no data to support the use of one link with a transducer. Marketing suggested the customer contact the cvp monitor manufacturer to see if they endorse use with a needle-free set. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a critically ill patient had to undergo a rewiring of a central line due to the baxter one link connector failing to transduce a cvp line. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a batch review and device analysis cannot be completed. The reported information stated that the one-link was being used to transduce a cvp (central venous pressure) line. Transducing is not one of the intended uses of the one-link per the direction insert. It was determined that there was an off label use due to the end user. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The intensivist rewired another central line and was still not able to transduce a cvp (central venous pressure) with the second line. The one-link needle free IV connector cap was removed and ¿they were then able to see a tracing on the monitor¿ (not further specified). It was reported ¿ the inside of the cap is stiff and difficult to twist a tubing in not providing a secure connection and resulting in not receiving a tracing.¿ as a result, the staff are currently not using them when inserting central lines. Per the direction insert, the baxter one-link needle-free IV connector is intended for single patient use with a vascular access device for the administration of drugs and solutions without needles, thus eliminating the potential for needle-stick injuries during use. This device is an in-line injection site which can be connected to standard male luer adapters (e.g., syringe or sets) for continuous or intermittent fluid administration or withdrawal of fluids. This device may be used with low pressure power injectors." Transducing is not administration of drugs and solutions, nor related to power injection. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.